Event description:
The customer was hospitalized for high blood glucoses. The customer cannot remember any significant events leading to hospitalization. Troubleshooting was performed. The batteries were removed and all the programming and histories have been erased. Also the pump did not have basal rates. Assisted the customer with setting the time and date on the pump. Advised the customer to call back when they have the basal rates prescribed by the doctor to continue programming the pump.